Event description:
It was reported that patient underwent a right total hip arthroplasty 2008. Post procedure, patient continued with start up pain in right hip. A bone scan was completed demonstrating findings consistent with a loose acetabulum. The following year, patient returned to surgery for revision of the acetabular component of the right total hip replacement. On the same day, operative report, surgeon notes grossly loose acetabulum that was easily taken out. There was no evidence of ingrowth at all.

Manufacturer narrative:
The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the devices history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issues for which zimmer implemented a correction in 2008. Should additional information become available that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer considers this case closed.